Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change due to voltage leak interface board connector. Device was received with a high idle current, problem isolated to the interface board. No unexpected battery out limit alarm during testing. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is going through batteries within a day and it alarmed low battery, battery out limit and unexpected restart. Customer stated that the battery cap replacement did not resolve the issue. Blood glucose value at the time is unknown; most recent reading is 4.9 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.